Event description:
A customer in (B)(6) notified biomérieux of a false resistant meropenem result for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref 413143, lot 6260985403). Repeat testing using the same lot of ast-n226 card obtained susceptible results. Disk diffusion (kirby-bauer) testing also obtained susceptible results. The customer communicated that there was a delay in reporting results of > 24 hours, but no incorrect results were reported and there was no negative impact to patient health or treatment due to the initial discrepant results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false resistant meropenem (mem) result for an escherichia coli patient isolate in association with the vitek® 2 ast-n226 test kit (ref 413143, lot 6260985403). ----investigation---- biomérieux research and development (r&d) reviewed the customer's raw data. R&d's review of the customer submitted lab reports showed results that were obviously different for several antimicrobials, between the initial and repeat test. Customer data was integrated for ast-n226 and graphs were reviewed. The graphs are consistent with different isolates being tested between the original and repeat test. The observations are consistent with two different isolates being tested the customer submitted one isolate for investigational testing and the identification was confirmed to be escherichia coli with the vitek® ms. Investigational testing included testing the isolate with the vitek® 2 ast-n226 test kit from the customer's lot (6260985403) and a random lot (6260737103) in duplicate. Broth microdilution (bmd) was also used to compare the vitek® 2 results to the reference method. ----investigational test results---- vitek® 2 ast-n226 customer's lot (6260985403) mem mic <= 0.25 mg/l (susceptible) random lot (6260737103) mem mic <= 0.25 mg/l (susceptible) all four (4) cards tested obtained the same result for meropenem (mem). Bmd mem mic <= 1.0 mg/l (susceptible) all vitek® 2 and bmd reference method results are in essential and categorical agreement. ----conclusion---- the customer's false resistant result was not reproduced internally. The ast-n226 test kit cards are performing as expected. Complaint trending for lot 6260985403 indicated there is no trend for complaints against the customer's lot. Ast-n226, lot 6260985403 met final qc release criteria. This lot passed qc performance testing.